Manufacturer narrative:
Additional information. Correction. Manufacturer's investigation conclusion: the report of power elevations could not be confirmed as no log files were submitted for analysis. Furthermore, a specific cause for the power elevations could not be conclusively determined. A direct relationship between the device and the report of elevated lactate dehydrogenase (ldh) could not be determined. The patient remained ongoing on support from (B)(6) until they underwent a pump exchange on (B)(6) 2020. Reported under manufacturer report number 2916596-2020-04097. The patient remains ongoing on support from (B)(6). Hemolysis is listed in the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of hmii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Pump power and flow are addressed in the introduction of the hmii lvas IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Hemolysis is listed in the hmii lvas IFU as an adverse event that may be associated with the use of hmii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Pump power and flow are addressed in the introduction of the hmii lvas IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) and power spikes and then discharged home. The patient was treated with angiomax. It was also reported that the patient's ldh trended down on its own.